Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: complete documentation of sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased alinity I free t4 results for one patient compared to the results generated on the architect analyzer and the patient¿s previous free t4 result. The following data was provided: on (B)(6) 2024, sid (B)(6). Alinity I free t4 initial result = 2.98 ng/dl; retest result = 2.96 ng/dl architect (sn (B)(6) free t4 initial result = >5 ng/dl; retest result = 4.31 ng/dl. The patient was referred for consultation due to high free t4 result at a value of 7 ng/dl obtained from a previous doctor (measurement device unknown). The customer stated that the architect value is believed to be close to the true value. There was no impact to patient management reported.

Event description:
The customer reported falsely decreased alinity I free t4 results for one patient compared to the results generated on the architect analyzer and the patient¿s previous free t4 result. The following data was provided: on (B)(6) 2024, sid (B)(6): alinity I free t4 initial result = 2.98 ng/dl; retest result = 2.96 ng/dl architect (sn (B)(6) free t4 initial result = >5 ng/dl; retest result = 4.31 ng/dl. The patient was referred for consultation due to high free t4 result at a value of 7 ng/dl obtained from a previous doctor (measurement device unknown). The customer stated that the architect value is believed to be close to the true value. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained kit of the complaint lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaints for list number 07p70, however, an increase in complaint activity for lot 65267ud00 was not identified. Additionally, in-house performance testing was completed which indicates the product is performing as expected. The device history record review did not identify any nonconformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I free t4 reagent lot 65267ud00 was identified.